Event description:
Pt is a 51 yr old white g1p1 female, status post bilateral subglandular 285cc gels, (surgiteks) for augmentation '80. Pt denies decrease in size or history of trauma. Closed capsulotomy resulted in a left ptosis. Pt says they always are hard and are harder now. Right is the most painful & tender lumps in right (not grown) arthralgias, (+am stiffness) right greater than left, myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep dusturbance, adenopathy, low grade fever, hot flashes/sweats, headaches, tmj disease, visual changes, dizziness, memory loss, rashes, sensitivity to sun/cold (+ raymond's) sob/costochondritis, choking sensation, patches of skin tightening, thyroid problems, weight gain & g1/gu problems.